Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported they hadn't felt stimulation since 2015 and her hands had gradually begun to hurt which was how she could tell therapy wasn't working as it should. The consumer had an appointment scheduled with their healthcare provider (hcp) for (B)(6) at 10:45, and wanted a manufacturer's representative (rep) to be there, to which the rep. Stated "they would take care of it."

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), product type: extension; product ID 3778-60, serial# (B)(4), product type: lead; product ID 3708140, serial# (B)(4), product type: extension; product ID 3778-60, serial# (B)(4), product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) "doesn't work anymore" because the battery "ran out". Their physician has not taken the device out because the patient has had a lot of surgeries and the doctor did want to do another procedure. The indications for use of the implanted device were noted as non-malignant pain and radicular pain syndrome (radiculopathies). There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See manufacturer's report # 3004209178-2015-18623 for the patient's lead issue.